Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test after battery installation due to a faulty battery tube. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).